Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shocking lead impedance measurement of >200 ohms. Boston scientific technical services (ts) then suggested to perform a chest x-ray to evaluate the cause. Additional information indicated that the cause of high out-of-range shock impedance measurement was not conclusively determined. No plan at this time for this patient. This system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating the patient presented after receiving multiple shocks. The rhythm started as atrial fibrillation (af) with rapid ventricular response and then accelerated to a dual ventricular rhythm. The shock impedance measurements were 87 ohms. An invasive procedure was performed and the patient was upgraded to a dual chamber system. Fluoroscopy of this lead found the proximal end appeared to have unraveled slightly. Boston scientific technical services (ts) examined a lead of the same model and discussed they may be seeing the welded connector. This lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.